Event description:
A locking screw, implanted at the end of january/first part of 02/2004 was noted to be backing out on a post-operative x-ray. Pt appears to be fusing and there are no plans for a re-operation at this time.